Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. On (B) (6) 2010, the lay-user/patient contacted lifescan alleging that the onetouch ultra meter is giving erratic readings. The patient manages her diabetes with actos, glyburide, and glucophage. Approximately one year ago, the patient obtained inaccurate erratic readings as high as 300 something mg/dl and as low as 195 mg/dl. There was no action taken in regards to diabetes management as a result of the alleged issue. The patient did not take or receive any treatment that would suggest either hypoglycemia or hyperglycemia. However, sometime after the product issue began, the patient reportedly developed symptoms of "headache, sweating, and forgetful." It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. During troubleshooting, the customer care advocate noted that the test results were not taken on an approved test site. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she had symptoms that can be suggestive of hypoglycemia after the product issue began.